Event description:
It was further reported that the patient has a history of hypertension, congestive heart failure (nyha iii), transient ischemic attacks and currently is on corticosteroids for polymyalgia rheumatica. The patient's qualifying condition was aortic valve area 0.8 cm^2 with an unknown annulus diameter. The mean aortic pressure gradient was 37 mm hg and the left ejection fraction was 55% with trace/trivial aortic regurgitation. Prior to the procedure the patient was on a regimen of aspirin but not on anti-platelet medication other than aspirin. Upon removal of the amplatz guide wire hemodynamic deterioration with fall in bp was noted, with excessive bleeding. When cardiac tamponade was observed external massage was initiated. During surgery repeated 'mattress stitches under the lad through to the right ventricle was given using pericardial patches which led to hemostasis. The subject was weaned off ecc. ECG performed post procedure, revealed the heart to be performing 'reasonably well'. After the protamine was started and the patient's blood pressure started to drop again an ECG revealed signs of ischemia. The patient continued to deteriorate with prolonged low bp and ischemia. The subject developed electromechanical dissociation due to persistent lv blood loss. Resuscitation was initiated, however, did not lead to any improvement. The immediate cause of death was cardiac tamponade.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for evaluation; therefore a failure analysis of the device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that a vessel perforation and patient death occurred. A lotus introducer was placed and then the aortic valve was treated with non-bsc balloon valvuloplasty and the successful implantation of a 23mm lotus valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Upon removal of the catheter and an amplatz super stiff guide wire the patient's blood pressure (bp) dropped. Transthoracic echocardiogram shows a large and circumferential pericardial effusion that was due to a perforation of the left ventricle. Patient was converted to surgery to repair a dissection along the left anterior descending artery (lad). Bypass was done to provide support. After bypass and repair of the dissection; patient was on chronic steroids, but the sutures were not efficient and an occlusion of the lad occurred. Attempts made to stent the lad were unsuccessful. Protamine was administered to reverse the effect of heparin. However, despite all these attempts, the patient's bp continued to drop and the physicians eventually decided to discontinue all treatments and the patient died. According to physicians, dissection of the lad could have been caused by the guide wire.

Event description:
It was further reported that the subject was transfused with 3 units of platelets, 13 units of fresh frozen plasma and 16 units of prbcs.